Manufacturer narrative:
Product complaint # (B)(4). Additional information: d10, h6. Additional h3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a non-ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle exhibited amounts of intergranular failure.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. An empty winding former, a paper lid, a suture piece and a needle/suture piece of product were returned for evaluation. During the visual inspection of the sample, the needle was received broken (swage area) and attached to suture piece. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown dental and oral surgery on (B)(6) 2019 and the suture was used. During the procedure, the suture was detached from the needle during suturing, and it fell into the oral cavity. It was not a control release needle. There were no adverse patient consequences reported.